Event description:
The ge oec 9800 fluoroscopy system displayed a precharge failure error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and found failing batteries and a nonresponsive filament driver pcb. The batteries pack and filament driver pcb were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.